Event description:
It was reported that a pt in (B)(6), undergoing orthodontic treatment, had a lower .014 inch diameter nickel titanium super elastic archwire break. The pt swallowed the small piece of broken wire section approximately .75 inches in length. The remaining section of wire was removed and new wire replaced by the orthodontist. The pt was taken to emergency where imaging was done to determine that the wire had reached the pt's stomach. A later imaging showed the wire had passed out of the pt's system. There is no indication that this caused any health problems for the pt.

Manufacturer narrative:
The tested wire met all performance specifications and product empirical comparison tests of the manufacturer, and showed no signs of being defective. During review of the wire breakage site, no evidence was found of a cause for premature failure.